Event description:
The device was used during a video assisted thoracic surgery procedure. Reporteldy, the instrument was difficult to open and the approximating lever broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.